Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported battery cap was popping out and insulin pump failed displacement test. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected device test failed noted during testing. The battery cap was received undamaged. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found moisture damage to the electronic assembly and motor assembly. The following were noted during visual inspection: minor scratches on lcd window, cracked keypad overlay and scratched case. Failed batt test (58) was found in history file on 01/05/2026 19:29:59.000. In summary, customer alleged device test failed not confirmed. Damage-battery cap not confirmed. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.